Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 4 MDR's filed for the same patient (reference 1825034-2014-04468/04470 & 1825034-2015-00608).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2001. Patient's legal counsel further reported patient allegations of pain, discomfort, soreness, loss of range of motion, pseudotumor, wear, damage to bone/tissue, metal poisoning and metallosis. Legal counsel reports patient underwent revision procedures on (B)(6) 2012. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information provided in the revision operative report from (B)(6) 2012 indicated the presence of pseudotumor and necrotic tissue. The acetabular cup was noted to be anteverted with impingement of the posterior aspect of the femoral neck. The modular head, taper liner and acetabular cup were removed and replaced with competitor acetabular components and a biomet head. Additional information provided in revision operative report from (B)(6) 2012 indicated the procedure was performed as a competitor acetabular screw was near the external iliac vein. The fixation screws, acetabular cup, liner and biomet head were removed and replaced. Additional medical records were provided to indicate that a revision procedure took place on (B)(6) 2012 due to recurrent dislocation. Revision operative report also noted the presence of osteolysis. The biomet modular head and competitor acetabular component were replaced with another biomet head and competitor acetabular components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2014-04468/04470).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2001. Patient's legal counsel further reported patient allegations of pain, discomfort, soreness, loss of range of motion, pseudotumor, wear, damage to bone/tissue, metal poisoning and metallosis. Subsequently, legal counsel reports patient underwent revision procedures on (B)(6) 2012 and (B)(6) 2012. A review of the invoice history confirmed the surgery dates and indicates the modular head, taper liner and acetabular cup were removed and replaced during the first revision procedure. They further suggest that the modular head was removed and replaced during the second revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.